Event description:
It has been reported that there is a failure of fluid infusion to patient end during setup, then fluid was discovered within proaqt sensor and tubing. It was solved after replacing a new proaqt sensor. Initial inspection of the device revealed that small drops of water are slowly leaking out of the sensor housing. The case is reported to us FDA as leaking parts in contact with arterial blood pressure have been reported. No harm or clinical consequences occurred to the patient. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information about the event incl. Additional patient information has been requested. The initial product inspection could confirm the leakage. Further investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
The complained product has been returned for investigation inhouse and at the supplier. A visual inspection could reproduce the reported problem. After further investigations, the root cause for the malfunction of the device could be concluded in an improper gluing of the sensor during production. The non-conforming unit was most probably not detected due to a human error by sorting the products. Actions have been implemented to avoid such failures. The trend rate is very low, one similar proaqt leakage complaint have been received within the last 2 years (24 months). A DHR check could not be performed as no lot was provided. Overall, investigations indicate that the device failed to meet its specification when the event occurred. Upon the event occurrence the device was involved, but not used on a patient for advanced hemodynamic monitoring. The issue is further monitored in order to identify early trends. As there is no trend for this kind of issue, no additional actions will be taken. Based on this, the complaint will be closed.